Manufacturer narrative:
Date of event corrected from (B)(6) 2018 to (B)(6) 2019. The device was returned for analysis. The foot guard was in overall good physical condition. Strain relief at the foot pedal was in good physical shape. There was not damage to the cord's insulation jacket. The pedal pressed down evenly with a normal clicking sound. The connector to the maestro was in good physical shape, and the pins were straight and the grounding shield was intact. Using an ohm meter, the foot switch was placed on he floor and activated. The switch turned on and off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues were observed. There were no electrical or mechanical failures found with the foot switch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the foot switch would not stop ablation. During an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure, the physician was doing an ablation using the maestro 4000 footswitch, when the physician's foot was lifted to come off ablation, it the maestro 4000 continued to ablate. Ablation was stopped by switching it off on the machine. There were not patient complications reported.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the foot switch would not stop ablation. During an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure, the physician was doing an ablation using the maestro 4000 footswitch, when the physician's foot was lifted to come off ablation, it the maestro 4000 continued to ablate. Ablation was stopped by switching it off on the machine. There were not patient complications reported.